Event description:
The customer complains about discordant non-reactive (negative) atellica im hepatitis c (ahcv) results on one patient compared to positive results with alternate test methods. The patient was first tested at a non-customer site and resulted positive. The sample was sent to the customer site and tested with atellica im hepatitis c (ahcv) for confirmation but resulted negative (non-reactive). The negative result was reported to the physician and questioned. Subsequently, another sample was drawn from the same patient and tested at the initial non-customer site and again resulted positive. The sample was sent to the customer site and tested with atellica im hepatitis c (ahcv) for confirmation but again resulted negative (non-reactive). Another sample was drawn from the patient and sent for hcv pcr testing, which resulted positive. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer complains about discordant non-reactive (negative) atellica im hepatitis c (ahcv) results on one patient compared to positive results with alternate test methods. The patient was first tested at a non-customer site and resulted positive. The sample was sent to the customer site and tested with atellica im hepatitis c (ahcv) for confirmation but resulted negative (non-reactive). The negative result was reported to the physician and questioned. Subsequently, another sample was drawn from the same patient and tested at the initial non-customer site and again resulted positive. The sample was sent to the customer site and tested with atellica im hepatitis c (ahcv) for confirmation but again resulted negative (non-reactive). Another sample was drawn from the patient and sent for hcv pcr testing, which resulted positive. There are no allegations of patient or user intervention or adverse health consequences due to the event. Siemens is investigating. Note: this MDR addresses the discordant result obtained on (B)(6) 2026. A separate MDR is submitted for discordant result obtained on (B)(6) 2026.